Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported insulin pump had software error and hardware low level failure alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. It was unknown that the fill cannula was recorded in daily history. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a pump error 63, pump error 53 and cosmetic damage located at the keypad overlay on event date 07-feb-2022. Unit passed displacement test and self test and p-cap/reservoir does lock properly. History/trace downloads were successful using thump software. Pump trace download confirmed the pump alarmed pump error 63 variable 15 on 02/07/2022 07:45:15.000 due to a hardware defect. Pump error 53 (file number = 9288, line number = 8192) esf#: esf3764387 was present in the history download on event date of 02/07/2022 07:45:36.000 due to a hardware defect. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and broken belt clip rails. Pump trace download confirmed the pump alarmed pump error 63 variable 15 due to hardware defect, problem isolated to electronic stack. Pump error 53 was confirmed due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that was provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The insulin pump was returned for analysis.